Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-10. H6: investigation summary: four photos of a safetyglide needle assembly in an opened blister pack were received and evaluated. It was observed in the photo, there was a large black foreign matter cylinder inside the hub and the ears were almost completely broken off. The cylinder appeared to be a piece of plastic and observed amount is rejectable per product specification.. The foreign matter and damage were rejectable per product specification. One safetyglide needle assembly in an opened blister pack from batch 7054992 (p/n 305916) was received and evaluated. The physical sample was consistent with the sample shown in the photo. Potential root cause for foreign matter and damage defects are associated with the needle supplier¿s manufacturing process. The photos will be forwarded to the needle supplier for further evaluation and investigation. Further evaluation and investigation performed by needle supplier. 4 photos were provided. They show an opened packaging blister. The needle assembly has a black foreign matter assembled to the needle hub. One sample was received. It came in an opened packaging blister. It has the plastic shield. The safety mechanism has not been activated. The needle hub has a piece of plastic. This is from a fixture used in the assembly line. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle had a piece of black, plastic foreign matter in the insertion port. The following information was provided by the initial reporter: "needle has a black plastic piece in the syringe insertion port."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle had a piece of black, plastic foreign matter in the insertion port. The following information was provided by the initial reporter: "needle has a black plastic piece in the syringe insertion port."